Manufacturer narrative:
One device was returned for evaluation in unused condition and without its original packaging. Visual inspection of the device found that there was delamination of the solvent bond between the pump tube and tubing. Functional testing involved a leak test and found that the device leaked at the solvent bond. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Leak and pull testing was performed on 4 sample devices and found no discrepancies or leaks. Based on the evidence, the root cause was attributed to a manufacturing issue.

Manufacturer narrative:
One device was returned for evaluation in unused condition and without its original packaging. Visual inspection of the device found that there was delamination of the solvent bond between the pump tube and tubing. Functional testing involved a leak test and found that the device leaked at the solvent bond. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Leak and pull testing was performed on 4 sample devices and found no discrepancies or leaks. Based on the evidence, the root cause was attributed to a manufacturing issue. For all enquires or follow up questions related to the record, do not use (B)(6) located in section g1, please direct those to the following: (B)(6) corrected data: g7: follow-up number.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was found to be leaking "medical fluid" during use. No injury was reported.